Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative recommended the customer to replace the laser core module to resolve the issue. The parts will be exchanged as soon as the customer approves. No replacement has been perform at this time of investigation. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser core module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical device presented problems with laser. The procedure details and patient harm was not reported. Additional information has been requested.